Event description:
It was reported that the advance xp sling was placed too proximal, rendering it ineffective. The sling was removed. A second sling was implanted and the position was perfect. The physician assessed that the event was unlikely to be related to the device. The patient was stable following implant.

Event description:
It was reported that the advance xp sling was placed too proximal, rendering it ineffective. The sling was removed. A second sling was implanted and the position was perfect. The physician assessed that the event was unlikely to be related to the device. The patient was stable following implant.